Event description:
It was reported that on (B)(6) 2013, the physician performed an uneventful novasure endometrial ablation. Two days later, the patient presented to the emergency room (ER) with pain. The patient's "white count, temperature and other tests came back normal" and the patient was discharged home. On (B)(6) 2013, the patient returned to the emergency room still complaining of pain. A computed tomography (CT) scan was performed and revealed "free air." The patient then was transferred to the operating room and there was a perforation and thermal injury to the small bowel. The physician performed a small bowel resection and a supracervical hysterectomy. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).